Manufacturer narrative:
Review of the batch manufacturing records indicates packs were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Primary procedure, left tka. It was reported that the cement set up too quickly to implant in the patient. Surgeon had chosen to place the monomer container in warm saline prior to use - surgeon was made aware this was off-label use. Another dose (which hadn't had warm saline involved) was mixed and used without incident. A surgical delay of 15 minutes was caused while patient was under use of a tourniquet (total tourniquet time unknown). Rep reported that the hospital-owned cement doses were stored correctly as per storage guidelines.

Manufacturer narrative:
An off-label event regarding setting time involving simplex with tobramycin bone cement was reported. The event was not confirmed. Conclusions: the investigation concluded that the reported setting time issue cannot be confirmed. It is noted that the surgeon had chosen to place the monomer container in warm saline prior to use - surgeon was made aware this was off-label use. Another dose (which hadn't had warm saline involved) was mixed and used without incident. A surgical delay of 15 minutes was caused while patient was under use of a tourniquet (total tourniquet time unknown). Rep reported that the hospital-owned cement doses were stored correctly as per storage guidelines. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the IFU. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.

Event description:
Primary procedure, left tka. It was reported that the cement set up too quickly to implant in the patient. Surgeon had chosen to place the monomer container in warm saline prior to use - surgeon was made aware this was off-label use. Another dose (which hadn't had warm saline involved) was mixed and used without incident. A surgical delay of 15 minutes was caused while patient was under use of a tourniquet (total tourniquet time unknown). Rep reported that the hospital-owned cement doses were stored correctly as per storage guidelines.